Event description:
Information was received indicating that the smiths medical cadd solis vip pump had inoperable air detector. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. Event history log was investigated and the error was found multiple times. The air detector did not work and was replaced during repair. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.